Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as the device remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced some issues after the implantation of the zxr00 intraocular lenses. Through follow-up it was learned that the female patient received a symfony intraocular lens (iol) in both eyes. The postoperative result in the distance (od (right eye): 0.5p sc (sans correction) and os (left eye): 0.7 sc and was not satisfactory for the patient. The up close vision was better than expected. Unfortunately, patient cannot work without a sight (she is a saleswoman in a perfumery and her distance is very important). Currently, no refractive correction is planned. It was recommended that the patient wait before proceeding with secondary treatment because the visus (vision) has improved a bit. Then maybe a lasik of the right eye because near vision may otherwise be too bad. Patient's post op: (B)(6) 2016 vf : ra 0,8p (-1) sc / 1,0cc (-0,75 sph); la 0,5p (-1) sc / 1,0p (-1) cc (-0,75 + 0,25 175 degrees). Vfbin: 0,7sc, vnbin: 1,25 sc nahvisus, vnbin:: 0,8 cc. Right eye: visus: sc 0,2 cc 0,9 at 13 mmhg. Refraction : mr: +2,00sph + 0,50 cyl 150 degrees se; cr: +1,75sph + 0,50 cyl 117 degrees; keratometry: 43,8 x 24 / 44,5 x 114; pupil width: 3,6. This report will capture the lens implanted in the right eye. A separate report will be filed for the left eye.